Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A double feed was present as a clip was partially loaded incorrectly into the jaws while another clip was protruding from the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clips were manually removed and the trigger cycle was completed. It was observed that there was no clip in the next position of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. The next clip was protruding from the channel. Another attempt was made and the clip was unable to load properly. The indicator clip was in the next position of the channel indicating that no clips were remaining. On the next attempt, the indicator clip was fired. The sample was disassembled to inspect the internal components. The pusher head at the distal end of the feeder was found bent. The sample was received with 3 clips remaining including the partially loaded clip, indicating that 12 clips were fired by the end user. The double feed, the clips being out of position and the pusher head being bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned with a double feed present as a clip was partially loaded incorrectly into the jaws while another clip was protruding from the channel. Upon functional inspection, the clips were unable to load properly. The sample was disassembled and the pusher head at the distal end of the feeder was found bent. The double feed, the clips being out of position and the pusher head being bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900873 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.